Event description:
It was reported that the cardiac system would occasionally have a blurred image. There was also a bad iris pot error on boot-up. The system had to be rebooted, and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep could not duplicate the iris pot error but replaced the interconnect cable as a precaution for the image quality issue. The system operates as intended.